Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated when they charge the implant battery, it barely stays full for a day and a half and then it's empty and they have to recharge it again. Patient stated before, the implant would last for a week. Pt stated for the last month, they think the implant is "working harder" than it did before and the settings are changing on their own. Pt did not have controller at time of call so agent could not troubleshoot. Pt stated they set it for 2.9 but then it will be at 3.5 after implant is charged. The patient was redirected to their healthcare provider to further address implant charge frequency and implant battery depletion.